Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Physician reports capsular contracture baker grade unknown. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified; red particles on the shell, deformation, and yellow biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reports capsular contracture baker grade unknown. The device has been explanted. This record relates to the right side.